Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and the remainder of the device was discarded by the user facility and not returned to the manufacturer for evaluation. Therefore, the alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during treatment of a posterior communicating artery subarachnoid hemorrhage, an embolization coil implant was unable to be retracted into the microcatheter during repositioning and unexpectedly detached. A portion of the implant coil was protruding into the parent vessel. A snare was used to remove most of the coil from the vessel. There was no reported patient injury. The patient is reported to be "doing fine."